Event description:
Manufactures's ref #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the gas module test, pressure transducer test and the internal leakage test during the pre-use check indicating the volume was too high and at the same, the volume was too low. It was not possible to reproduce the fault and no parts have been replaced, as the conclusion was that the air module was contaminated with water due to the air filters not being attached. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor.

Event description:
It was reported that the ventilator generated pressure errors while in use. There was no patient harm. Manufacturer ref.#: (B)(4).